Event description:
Ref u/f# (B)(4).

Manufacturer narrative:
(B)(4), under 1717344-2009-00539. The return of the incident sample was requested but the site said they usually do third party evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.